Event description:
A feedback form was received which states after installation of a new display at central surveillance no sound can be heard. The form indicates there was no actual harm to the patient or medical attention; however, the form also indicates there was a delay in patient treatment. The resolution documented is the sound ouput device was changed to speaker.

Manufacturer narrative:
(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received that there was no medical intervention needed for the patient. A philips remote service specialist (rss) spoke with the customer. The customer received and installed a new display at the central surveillance. The rss determined that the reason that the no sound was heard is that the alarm sound defaults to the display at setup and did not output to the external speaker as intended by the user. The rss assisted the customer with configuring the output to the external speaker to resolve the issue. This is considered a use error. B1: adverse event/product problem is updated to product problem g: 510k is updated. H1: type of reported complaint is updated to product problem